Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was at a diabetes camp and the insulin pump would not deliver a bolus dose. Troubleshooting could not be done as the mother was not with the customer at the time of the call. The customer called back later and she reported the insulin pump alarmed button error. She stated the device might have been exposed to sweat. Customer's blood glucose value was 57 mg/dl, which she treated with juice. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.